Manufacturer narrative:
Updated information: d4 device information changed to unknown.

Manufacturer narrative:
Added: e4. Failure to advance: the cause of the delivery issue was most likely patient related due to vessel calcification prevented from successful delivery process. Pd-any device-(twist, bent, kinked): the cause of the device kink was most likely patient related due to vessel calcification prevented from successful delivery process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the guidewire could not be advanced and became deformed. Single-access technique has been reported to have been used in accordance with best practice, with the puncture made at 10 o¿clock. A standard 6f guidewire was used. No patient harm has been reported.

Manufacturer narrative:
Information received confirms the device is unavailable and therefore will not be returned for the investigation of the complaint.